Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Evaluation of the returned device revealed the sheath liner was fully expanded as designed. The sheath distal tip was opened but split. There were scratches noted along the sheath shaft. There was also soft tip damaged noted. Regarding the valve, there was one bent strut outwards at the outflow side. Imagery provided for evaluation revealed presence of calcification in the abdominal aorta just past the bifurcation and presence of tortuosity in the patient's access vessels. Additionally, the valve struts at the outflow side appeared to have interacted with the sheath tip during withdrawal of the system. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath usage. Per the IFU/training manuals, it notes to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. It also notes to not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the sheath distal tip split was confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the IFU/training materials revealed no deficiencies. Per provided imagery, there was presence of calcification and tortuosity in the patient's access vessels. Additionally, per evaluation of the returned device, the distal tip was found split and one strut bent outwards at the outflow side, which may suggest excessive device manipulation during system withdrawal. Tortuosity and calcification can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel. This combined with excessive force applied to manipulate the device during withdrawal can lead to the valve struts interacting with sheath tip, resulting in the reported distal tip split. In this case, the available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and withdrawal of crimped valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2024-00256 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in sweden, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, during valve alignment, one of the valve struts on the skirt side was noticed to be pointing outward. The delivery system balloon had not been inflated. A decision was made to withdraw the system, but the system was unable to be withdraw through the sheath. The valve strut was stuck against the vessel wall in the groin area, approximately 1.5 cm from the access site. The first delivery system and valve were surgically removed via an open surgery. It was noted that additional pull force had been applied during the removal of the system. There was an injury to the vessel which was repaired and treated with a patch. The procedure then proceeded with a second implant attempt using a new system. The other femoral vessel was used for the second implant attempt and the second valve used was implanted successfully. Subsequently, the ensheath from the first implant attempt was returned for evaluation. Evaluation of the returned device revealed a distal tip split.